Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Carefusion technical support followed up with the distributor via email, and inquired whether they have performed any calibrations. As of (B)(6) 2015, the distributor has not responded, and has not called back for further assistance with this particular unit.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reports the following: ¿vent. Gives "low fio2 alarm" and "high fio2 alarm" have tested the unit with external o2 analyzer and there is a big deviation between the setting and the actual reading on the analyzer.¿ no patient involvement. The event occurred during maintenance.